Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the connector of the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was broken. Conclusion without the complaint device, we are unable to determine the cause of the reported event. All rt380 adult evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in france reported that the connector of the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was broken during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint device rt380 is currently en-route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A healthcare facility in (B)(4) reported that the connector of the expiratory limb of an rt380 adult dual heated evaqua2 breathing circuit was broken during patient use. There was no reported patient consequence.